Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient falling while at home resulting in femoral shaft fracture. The surgeon removed the taperfill stem and went to a linear stem that is 3 cm longer.